Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received because of the broken tip of the jaw. Visual inspection found that the plastic tip on the jaws fractured. The broken piece was not returned. The cord was cut off by the user. The reported condition was confirmed. The insulation tip was broken by damage from an external force, consistent with the user inadvertently grasping onto a hard object, where led to the chipping/cracking of the insulation. Engineering ruled out manufacturing and supplier as the possible causes of the fracture. The investigation identified the root cause of the reported event to be user. If information is provided in the future, a supplemental report will be issued.

Event description:
Device was returned without any accompanying complaint information. No further information available. The medtronic initial visual inspection found that the plastic tip on the jaws fractured. The broken piece was not returned.